Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device produced an incomplete mesh and had a loose ratchet.the customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twelve times as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where the device was returned after being used as a loaner unit and the device was evaluated with no components replaced. Initial qa inspection of the skin graft mesher on may 1, 2017 revealed the calibration was out of specification but the device produce a passing sample mesh. The device had visual damage to the roller, gear, side plates, and shoulder bolts. It was also noted that the set screw was missing from the ratchet gear. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing test cut. The collar, bushings, and gear were replaced on both cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device produced an incomplete mesh and had a loose ratchet¿ was unconfirmed since during initial inspection it was revealed that the device was out of specification but produced a sample mesh. However, there was visual damage to the roller, gear, side plates, and shoulder bolts. The reported event was unconfirmed since during initial inspection it was revealed that the device was out of specification but produced a sample mesh. However, there was visual damage to the roller, gear, side plates, and shoulder bolts. The root cause that the device produced an incomplete mesh and had a loose ratchet cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the damaged comb was replaced.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during processing of donor skin the device produced an incomplete mesh which was concentrated in the center. The harvested graft was not usable. No additional graft was required from the patient no adverse events have been reported as a result of the malfunction.